Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the jaws of the powered stapler would not open. Another powered stapler was used to complete the case.